Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) developed a fault mid case, resulting in conversion to open procedure and swap to the cusa clarity. Additional information was received indicating that: "surgery time was increased by approximately 1 hour + due to the following: troubleshooting of the machine by the team, restarting the unit, repriming the unit, converting from a laparoscopic to open procedure, setting up the cusa clarity unit, opening more instrument trays to carry out the open procedure. Therefore: patient required an open procedure, meaning a significantly larger wound to be cared for, a longer stay in hospital, a longer post operative recovery time overall. Surgery was finished using the cusa clarity unit we have in the department patient was an adult surgery was a liver resection."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer is faulty and needed to be replaced. As a result, the transducer, housing and all o-rings have been replaced, and the calibration and final test according to manufacturer specifications have been performed. Root cause - the root cause is confirmed as transducer failure. This is a single complaint occurrence with no adverse trend noted; therefore, no further action is required. At present, we consider this complaint to be closed

Event description:
N/a.